Event description:
It was reported that during a lead replacement and generator change when the right atrial (ra) lead was connected to the new implantable cardioverter defibrillator (ICD) oversensing of noise and high undefined pacing impedance were noted. A loose pin was suspected and this was checked by pulling and reconnecting the lead to the ICD but the noise and high undefined impedance remained. When the ICD and ra lead were placed in the patient¿s chest, noise reduction was observed and the impedance was within normal limits. As a precaution, the ra lead was removed from the device and connected to an analyzer and there was no presence of noise and lead data was stable. The ra lead was then connected to the old ICD and there was no presence of noise. When the ra lead was again connected to the new device, noise was still present but the noise disappeared after two to three minutes after releasing the ICD. The physician was concerned about using the new ICD as the possibility of a device malfunction could not be eliminated, so the physician opted not to use this ICD and another new ICD was opened. The ra lead was connected to this device but there was presence of noise on the ra lead in the same manner as with the previous new device, just after connection. However, after a few seconds the noise was no longer present, and the physician decided to implant this ICD. No noise was observed during the checkup the following day and no high rate episodes were recorded. The ICD and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.